Manufacturer narrative:
This report is submitted on december 17, 2017, (B)(4).

Event description:
Per the clinic, the patient experienced granulated skin overgrowth at the implant site. Subsequently, the patient underwent revision surgery on (B)(6) 2017, in order to excise the granulated tissue at the implant site. The implanted device remains insitu.